Event description:
Unomedical reference number (B)(4). Event occurred in canada . It was reported that patient faced 3 infusion set was fell off during use on (B)(6) 2024. The event occurred within 1-3 hours of insertion. Patient's blood glucose level was noticed at time ~13mmol/l. Patient was replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1909403- MDR 3003442380-2024-13405- device 3 of 3. Patient country : (B)(6).